Event description:
It was reported that during implant attempt, when the doctor attempted to hook up the right ventricular (rv) lead, there was suspected no rv output, but there was pacing via the analyzer. The device was not used and was replaced. Another device was attempted with the same results, whereupon the doctor suspected the rv lead as the cause. The lead was capped and replaced, and the new lead had no issues when connected to the second attempted device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.